Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was leaking around the air mix temperature control (amtc) module of the unicel dxh 800 coulter cellular analysis system customer reported that the leak was contained within the instrument. Customer reported that the volume of the leak was less than 1 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak under the amtc module due to the nucleated red blood cell (nrbc) mix chamber being clogged. The fse cleaned the nrbc mix chamber manually, replaced the sample line tubing, and flushed the nrbc line through the distribution valve with 50% bleach and deionized water. The fse performed the rinse and drain mixing chamber procedures.